Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower glucose reading by adc device scan result compared to unspecified blood glucose reading obtained on a competitor brand meter. The customer did not notice a trend arrow on the device. As a result, the customer experienced seizure and was unable to self-treat. The customer had contact with a healthcare professional (hcp) and was administered insulin (type/dose unspecified) as treatment for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower glucose reading by adc device scan result compared to unspecified blood glucose reading obtained on a competitor brand meter. The customer did not notice a trend arrow on the device. As a result, the customer experienced seizure and was unable to self-treat. The customer had contact with a healthcare professional (hcp) and was administered insulin (type/dose unspecified) as treatment for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Molex was detached during de-casing. The returned battery has been measured and results were within specification range. An extended investigation has been performed. Visual inspection was performed on the returned de cased sensor puck and its printed circuit board assembly (pcba). The inspection revealed damage to the pcba, tracks and molex connector removed from pcba. The damage was caused during de-casing. Attempted to extract data using evm (evaluation module) from the returned sensor and data was not extracted. This damage to the tracks and components will render the pcba unable to function as design intent and the functionality testing was unable to be performed due to the damage. Therefore, this issue is unable to test. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.